Manufacturer narrative:
Nerve problems are a well-known complication during implant surgery in the posterior mandible. In this case there is nothing that indicates that the nerve problems experienced by the patient are related to the dentsply sirona products used. It is rather a surgery related complication. This event is reportable per 21 cfr part 803. The device was returned, evaluated for diameter and length measurements, and found to be in specification.

Event description:
According to the available information a patient received one osseospeed tx 4.5 - 9mm dental implant on (B)(6) 2020 in position 30 (fdi # 46). A cover screw was placed, and the wound closed for submucosal healing. The patient reported persistent numbness after the operation and the implant was removed on (B)(6) 2020. No information is available concerning the patient´s present status. An undated x-ray (opg) shows that the implant is placed to a depth where it reaches the level of the mandibular canal. How it is positioned in relation to the nerve in the bucco-lingual direction is not possible to determine from this type of x-ray, but probably it has touched or been in very close proximity to the nerve and thus caused the numbness.